Event description:
It was reported that the asymptomatic patient presented to the clinic via a merlin@net transmission showing post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored the remote transmission. Programming changes were made, resolved the issue and patient is doing fine.